Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain and post lumbar laminectomy syndrome. It was reported that the patient was calling stating that they need a manufacturer's representative (rep) to reprogram their device because it is not covering an area that it used to. The patient stated that it covers one whole side well, but it is only covering part of the other side. The patient stated that they had no falls or trauma, but did have a seizure a couple weeks ago. The patient was forwarded to their healthcare provider (hcp), but the patient didn't have a managing physician. The patient was sent new listings. No further complications were reported or anticipated. No device allegations were made.